Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03nov2020.

Event description:
An alarm light emitting diode (led) failure was reported. An alarm light emitting diode (led) failure was reported. The field service engineer (fse) advised it could be a failure in the power switch overlay or the power management board. The fse replaced the power switch overlay and the issue was resolved. There was no patient involvement.